Manufacturer narrative:
Investigation results: the complaint of detached extension tubing was confirmed, and the cause appeared to be manufacturing related. One 22ga nexiva unit from lot: 4212434 was provided for investigation. The tip of the extension tubing was not positioned within the catheter adapter; however, the external surface of the tubing was bonded with adhesive to the external surface of the catheter adapter, which would allow fluid to leak. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva 22 ga x 1 in single port tubing separated from hub. The following information was provided by the initial reporter: what happened? Extension tubing became disconnected after insertion. Was it used on a patient. - yes. Any issues with the patient. ¿ catheter had to be removed and reinserted /blood backed up and leaked out the tubing, blood exposure risk to the staff and patient.